Event description:
A coupling problem was reported. This weekend is the first attempt at charging the implantable neurostimulator (ins) since it was implanted. The patient wasn't able to get more than zero coupling boxes. The antenna locate feature was tried on the patient today and was getting 52-54 but when he moved the recharger antenna to the opposite side of the body, where the ins is not located, the number remained 54. The reporter thought that was weird, perhaps an issue with the recharger. A second recharger was not available to try with the patient. The company representative was going to meet with the patient later today after a different recharger is procured. The next day it was confirmed that another recharger was not working. They were going to get x-rays now, it was thought it flipped. The x-rays indicated that the patient's device was completely perpendicular to her spinal cord. A non-rechargeable device will be discussed with the health care provider (hcp). A battery longevity estimate was performed. It was later reported that the ins was sideways, not flat, and that was why it was hard to get a recharge on the battery. The patient was seeing the doctor (B)(6). The day after the patient's appointment it was reported that the ins was perpendicular to how it should be placed in the pocket site. The ins maybe flipped. The ins was standing upright. The patient was having difficulty charging and was in so much pain. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The patient went in for a revision on (B)(6) 2015 and had puss coming out of the incision site, so they just pulled the ins and left the rest of the system implanted. The doctor stated that it could be lymph node serum and thought it looked like it may be infected, but the hcp confirmed an infection. It was noted that a culture was not completed. The patient has not recovered, symptoms/issue was ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger; product ID: 97740, serial#: (B)(4), product type: programmer, patient; product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).